Event description:
It was reported by service report that the bed would only raise and go into trend. Additionally, it was reported by the field technician that the footboard was not working at all and the side rail controls were only working intermittently. No pt involvement or adverse consequences are reported.